Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010331, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010331. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010331 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine 14 on 30-nov-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4l03414 was manufactured according to the (wi) version 34 and manufactured in the machine ls24 and ls25, on 30-nov-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4l03412 was manufactured according to the (wi) version 34 and manufactured in the machine ls07 and ls06, on 29-nov-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4l03415 was manufactured according to the (wi) version 34 and manufactured in the machine ls24 and ls25, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03425 was manufactured according to the (wi) version 37 and manufactured in the line 03, on 28-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03426 was manufactured according to the (wi) version 37 and manufactured in the line 03, on 29-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03427 was manufactured according to the (wi) version 37 and manufactured in the line 03, on 29-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03428 was manufactured according to the (wi) version 37 and manufactured in the line 03, on 30-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4l03429 was manufactured according to the (wi) version 37 and manufactured in the line 03, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m00124 was manufactured according to the (wi) version 37 and manufactured in the line 03, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03377 was manufactured according to the (wi) version 65 and manufactured in the machine sc08, on 28-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03378 was manufactured according to the (wi) version 65 and manufactured in the machine sc05 and sc06, on 30-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site as when the needle was removed and 5 unit bolus attempted there was no insulin and the occlusion alarm occurred. The patient experienced hyperglycemia as the blood glucose level was 577.400 mg/dl and got treated with correction injection via multiple daily injection (mdi). The patient also had moderate ketones. No further information available.